Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force sensor system. The customer¿s low blood glucose level was 56 mg/dl at the time of the incident and current blood glucose value was 140mg/dl. Customer treated with glucose tablet for low blood glucose level. Customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test. However, it alarmed prime during the basic occlusion test due to loose and protruded drive support disk. Unable to perform the occlusion, prime and excessive no delivery tests due to prime alarm.